Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient is no longer receiving stimulation. The patient last recharged the ipg on (B)(6) 2017. The ipg was confirmed inoperable by the abbott representative. Surgical intervention may be pending to address this issue.